Event description:
It was reported that one of the anchors broke during the procedure and could not be left in place. The anchor was removed and the surgery completed with another kit.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. (B)(4).